Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 306mg/dl. Customer tested in the morning and got a reading of 306mg/dl fasting in the morning and she later tested again with different hands and got a reading of 185mg/dl fasting. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 306mg/dl (B)(6) 2019 8:43a fasting. Result 2: 185mg/dl (B)(6) 2019 9:55a fasting. Result 3: 150mg/dl (B)(6) 2019 6:45a fasting. Result 4: 267mg/dl (B)(6) 2019 6:30a fasting. Result 5: 270mg/dl (B)(6) 2019 6:00p fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 306mg/dl. Customer tested in the morning and got a reading of 306mg/dl fasting in the morning and she later tested again with different hands and got a reading of 185mg/dl fasting. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).